Event description:
A patient reported blood glucose results of 197 mg/dl and 36 mg/dl with a lifescan meter, performed with 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mgdl, thereby indicating a potential malfucntion of the meter in terms of precision.